Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer, placed a midline and it was leaking this morning, so it was replaced. After pulling the line this morning, she flushed it and it seemed to be working with no leaking throughout the line. No other information was provided.